Event description:
During surgical procedure, small bowel resection, gia (gia8038s) stapler failed / misfired. The gia misfired creating a small bowel anastomosis, damaging the anastomosis site, and requiring more small bowel to be resected.